Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had a blank display leading to rewind. On (B)(6) 2015 customer's mother inserted a battery and no other alarms. The device rewound twice before and twice after the battery changed. The device wasn't dropped or bumped. The device passed self-test. Customer was advised to replace the batter and clean the cap. Customer's blood glucose was 12.8 mmol/l. New battery cap was going to be sent. The insulin pump is not returning for analysis.